Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the pendant soft keys door open/close were difficult to press. The pendant was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure the imaging system had issues with the open buttons on the pendant. There were issues opening the imaging system. It was reported that originally they could not open it at all, and then they were able to open the system by pressing the buttons on the pendant harder than normal. There was no patient present when this issue was observed.

Manufacturer narrative:
The pendant button was returned to the manufacturer for analysis. Analysis confirmed the report of difficulty pressing the open button on the pendant. Although usability test passed, it was noted that it was more difficult to press and hold than the close button, due to mechanical wear. The pendant was replaced and the issue resolved. Additional information: based upon corrected evaluation summary.

Manufacturer narrative:
The pendant for the imaging system was returned to the manufacturer for analysis. The pendant was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.